Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was faulty. The customer¿s blood glucose level was 4.8 mmol/l. The customer states it was not reading or did not start warm up, and when she pulled the sensor out, there was no filament and was retracted during removal of the needle. The sensor will not be returned for analysis.